Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) swapped out the epgs after the procedure. The unit was overdue for its two year service maintenance.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) did not pass calibration. A "service gas system alert" error message was observed. The device was not charged out, as they elected to use the manual gas controls. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during set and priming of the cpb circuit, calibration of the epgs was attempted. During this attempted calibration, the perfusionist (ccp) stated that the epgs was quite noisy. The calibration was not successful. In addition, an alert message was posted on the ccm: "service gas system". The ccp said he attempted to use the epgs sliders on the central control monitor (ccm) and gas flow control was not achievable. The ccp used the manual gas control knobs on the base of the system-1 and gas flow and fractionated of inspired oxygen (fio2) were able to be adjusted. They routinely use a mechanical gas flowmeter, that is mounted on the pole of the system, and they were able to control and manage gas flow without issue. The ccp mentioned they have a back-up mechanical sechrist blender and would have used that, for the procedure, if the manual controls did not function or lost function. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.